Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"On (B)(6) 2019, patient presented with persistent evidence of deep purulence, so was treated with stage one procedure, complete explantation of all implants and placement of an antibiotic spacer (prostalac). Then, on (B)(6) 2019, patient presented with acute onset shortness of breath, and was diagnosed in the ER with pulmonary embolism and deep vein thrombosis. Patient was treated by interventional radiology procedure (no further specifics provided) and tpa clot breaking infusion for 24 hours. The patient then experienced increasing pain and swelling of the right hip, increasing to significant right leg pain, and weakness of the quadriceps. Patient received a greenfield vena cava umbrella via interventional radiology, and then was transferred to another facility to address acute compartment syndrome of the right thigh, with surgical evacuation of multiple hematomas of the anterior and posterior compartments of the right thigh. Date of implantation: (B)(6) 2019. Date of onset: (B)(6) 2019.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. X-ray images have been attached and reviewed and the reported allegations could not be confirmed. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.